Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Model 5592-53, implantable pacing lead, implanted 2008 (B)(6); model 694758, implantable tachy lead, implanted 2009 (B)(6); model 419478, implantable pacing lead, implanted 2009 (B)(6). (B)(4).

Event description:
It was reported that the device reached early eri, possibly due to the left ventricular (lv) lead being set to 4.5@1.0. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.